Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that it was discovered in materials department that a trocar had obturator disconnected and broken from the top of the trocar. Packaging has been compromised, not sterile. There were no adverse consequences for the patient.